Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "add gel" messages without a prior gel release. A us distributor reported that a patient was experiencing chaffing of her skin under her right arm. The patient reported that the skin was red and a sore was beginning to develop. The patient's nurses provided the patient with padding for under her arm. The patient was also provided with a new garment and suggestions for adjusting the garment by the distributor. During a follow up, it was reported that the patient no longer had any chaffing or irritation present. There were no allegations of a device malfunction contributing to the irritation.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient was experiencing chaffing of her skin under her right arm. The patient reported that the skin was red and a sore was beginning to develop. The patient's nurses provided the patient with padding for under her arm. The patient was also provided with a new garment and suggestions for adjusting the garment by the distributor. During a follow up, it was reported that the patient no longer had any chaffing or irritation present. There were no allegations of a device malfunction contributing to the irritation.